Event description:
Received info from affiliate regarding a pt who developed a corneal ulcer in their right eye. The pt was treated by an ophthalmologist. The ecp was contacted by the affiliate and they were told that the pt "slept long hours with the lenses in their eyes and they caused the pt to have some kind of corneal ulcer". Product was not received. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.